Manufacturer narrative:
Insulin pump alarmed button error and no button response due to corroded keypad traces. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).